Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that the device was unable to boot up completely and reset itself. After the device reset itself twice, on the third reset the device remained powered off. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered on with a flickering display, then the display went blank. When this occurred the leds on the device would illuminate but the display would not turn on. The customer advised that this occurred during a safety check of their device. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered on with a flickering display, then the display went blank. When this occurred the leds on the device would illuminate but the display would not turn on. The customer advised that this occurred during a safety check of their device. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(6).

Event description:
The customer contacted physio-control to report that their device powered on with a flickering display, then the display went blank. When this occurred the leds on the device would illuminate but the display would not turn on. The customer advised that this occurred during a safety check of their device. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer located on the system pcb assembly.

Manufacturer narrative:
The initial medwatch report indicates: event date: (B)(6) 2018. The initial medwatch report should indicate: event date: (B)(6) 2018.

Event description:
The customer contacted physio-control to report that their device powered on with a flickering display, then the display went blank. When this occurred the leds on the device would illuminate but the display would not turn on. The customer advised that this occurred during a safety check of their device. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.